Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the heartmate 3 system controller (hsc-111477) was confirmed via downloaded log files. The downloaded log files revealed on (B)(6) 2025, 3:56:54, a backup battery fault alarm activated due to the backup battery not passing load tests. The alarm remained active throughout the remaining duration of the log file. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first did not pass, the loaded voltage measured 11.988v, and the unloaded voltage measured 0.569v. The driveline was disconnected at 12:02:02, (B)(6) 2025, consistent with the reported system controller exchange. The pump was able to maintain speeds above the low-speed limit when the driveline was connected. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller (hsc-111477) was returned for testing. The system controller underwent preliminary and functional testing and passed without issue. The backup battery load test was initiated during testing and a fault was not reproduced. Multiple load tests were initiated on the system controller, and no backup battery faults activated. The system controller operated for an extended period of time during testing, and no alarms were reproduced. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received an emergency backup battery fault. The patients system controller was exchanged at that time.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.